Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a kink was observed in the sheath assembly at 7.2cm from femoral marker at the proximal end. The two flaps of the hub rotator were damaged. The unit was able to connect into mdu system properly. One hub wing was bent. The telescope assembly was able to properly pull back, advance, and retract. The catheter was able to properly pull back manually and automatically. During image characterization testing, a good square image appeared in the system . No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).

Event description:
Same case as MDR: 2134265-2013-00738 and 2134265-2013-00758. It was reported that during a percutaneous coronary intervention, the pullback stopped. The 90% stenosed target lesion was located in the calcified and severely tortuous distal left anterior descending artery. During pullback the ivus image was lost and motor drive pullback stopped. The connection between the catheter and the motor drive was confirmed but the issue was not resolved. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Event description:
Same case as MDR: 2134265-2013-00738 and 2134265-2013-00758. It was reported that during a percutaneous coronary intervention, the pullback stopped. The 90% stenosed target lesion was located in the calcified and severely tortuous distal left anterior descending artery. During pullback the ivus image was lost and motor drive pullback stopped. The connection between the catheter and the motor drive was confirmed but the issue was not resolved. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.